Event description:
The facility requested next day service because the unit was making a hissing sound; may be a leak. There was no pt injury. One case was cancelled, but the pt had not been prepped at the time. No additional info is expected.

Manufacturer narrative:
The performance problem was resolved by phone with the customer. The regular or nurse was out, and the customer had the gas too high. No product evaluation or further action is required.